Event description:
It was reported that during a breast biopsy procedure, the marker was deployed successfully into the breast and the patient reported some pain. One week after the case was completed, the patient returned saying she was getting a sharp pain in her breast in the area of the marker deployment. The doctor assured the patient the pain would subside. Several months later, the patient returned for a follow-up visit, complaining about the sharp pain in her breast in the location of the deployed marker. The doctor scheduled a biopsy, biopsied the marker and noticed the marker had a sharp barb on the marker. It wasn't determined if the customer retained the biopsied marker for return for analysis. No device to be returned at this time.

Manufacturer narrative:
Date sent: 01/15/2009. Information is unavailable; device was not returned for evaluation.